Event description:
The manufacturer sales representative reported that the device seized during a procedure at the user facility. A second device was not available at the time so the surgery was aborted. Additional surgery is required to complete the procedure.